Manufacturer narrative:
Investigation type: no sample returned, review DHR. Analysis and findings. Distribution history. The complaint product was purchased from geotec,inc , packaged by csi. Manufacturing record review DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: iqc record-(B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions, however, there were no other complaints for the reported lot number. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Finished goods inventory of the reported lot number has been depleted. Previous engineering testing attempting to duplicate the wire breaking was conducted in march 2019 and was unsuccessful in producing the failures when using recommended power settings. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time.

Event description:
Products have broken wire. Incident occurred during use, with no patient injury but medical/procedural intervention performed. 1216677-2021-00232 fischer cone biop ex lg 900-152 e-complaint-(B)(4).